Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first device had no seal at all and the second device partially had seal. Both had no re-grasp alert, there was an end-tone heard but no evidence of any energy delivery. Fatty tissue was grasped and sealed using both devices to compare the tissue effect and see if there was any smoke or bubbling. The surgeon had ongoing concerns that something had changed with the first device. The surgeon believed that there was less sealing happened and not as much tissue reaction when they tried to seal that resulted to bleeding after the patient was closed. There was no patient injury.